Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance has risen, with chronically elevated threshold. It was also reported that the implantable pulse generator (ipg) battery exhibited inaccurate longevity estimates. Both the rv lead and ipg remain in use. No patient complications have been reported as a result of this event.